Event description:
A review of service data detected a reportable event. During servicing, battery (B)(4) was found to have one or more dead cells. The last pt to use this battery did not report any deficiencies.

Event description:
Caller reported blood glucose results of 578 mg/dl, 308 mg/dl, 213 mg/dl, 226 mg/dl, and 216 mg/dl within 10 minutes on the compact plus system. Reported 228 mg/dl 5 minutes later on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.